Manufacturer narrative:
The deltapaq cerecyte microcoil 5 mm x 15 cm (cdf10051530/g10449) didn't detach. After changing both connecting cable and detachment control box; the coil still didn't detach. The following initial devices were also used: detachment control box (f42644/catalog unknown) and connecting cable (f48168/catalog unknown). There was no resistance felt during dpu/coil deployment. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. New batteries were used. Upon pressing the power button, all lights illuminated. The system ready light did not illuminate. During the detachment cycle, the detachment light illuminated. The audible signal beeped. The coil was safely withdrawn after it failed to detach. The target vessel was acom with height 6mm, diameter 6mm, and neck 4mm. The level of tortuosity was medium and the level of calcification was unknown. The coil was not returned. The device positioning unit (dpu) passed electrical testing and the detachment fiber melted. The evidence strongly suggests that the location of the melted detachment fiber may have temporarily captured the coil during the detachment attempt. The circumstances of how the coil was released and where it is located cannot be determined. In addition without the return of the complete detachment system and the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. Based on the information and the analysis, the event could not be confirmed. Furthermore, it was stated in the event description that the coil was safely withdrawn after it failed to detach, therefore the detachment observed during the analysis occurred after the procedure. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: detachment control box (f42644/catalog unknown); connecting cable (f48168/catalog unknown); new connecting cable (details unknown); new detachment control box (details unknown).

Event description:
The deltapaq cerecyte microcoil 5 mm x 15 cm (cdf10051530/g10449) didn't detach. After changing both connecting cable and detachment control box; the coil still didn't detach. The following initial devices were also used: detachment control box (f42644/catalog unknown) and connecting cable (f48168/catalog unknown). There was no resistance felt during dpu/coil deployment. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. New batteries were used. Upon pressing the power button, all lights illuminated. The system ready light did not illuminate. During the detachment cycle, the detachment light illuminated. The audible signal beeped. The coil was safely withdrawn after it failed to detach. The target vessel was acom with height 6mm, diameter 6mm, and neck 4mm. The level of tortuosity was medium and the level of calcification was unknown.